Manufacturer narrative:
The reported complaint of the thermogard ivtm system (serial #(B)(4)) displaying "m ID:09" (air trap assembly) message was confirmed during functional test and during event log data review. Thermogard ivtm system was evaluated at the customer site by a zoll service representative. The investigation findings revealed one of two air trap sensors was illuminated. Thereby, the root cause of the reported complaint was due to a damaged air trap block. No physical damage was observed on the thermogard xp ivtm system during visual inspection. During archive review, multiple error code 4.9.2 (m ID:09) were identified on the event date, thus confirming the reported complaint. Initial functional testing failed due to error message "m ID:09". To remedy "m ID:09", the air trap block assembly was replaced. After part replacement, the thermogard system was re-evaluated and passed all the functional tests without any fault or error. Thermogard xp ivtm system is ready for ivtm therapy use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard ivtm system with serial number (B)(4).

Event description:
During the training, customer reported that the thermogard ivtm system (serial #(B)(4)) displayed error message "m ID:09" (air trap assembly). The user rebooted the console but m ID:09 was not resolved. No patient involvement.